Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had "no ac inlet". There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report, "no ac inlet". A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse found that the power supply needed to be replaced. Per a good faith effort (gfe) response received, the service engineer stated that the power supply was defective; the device could not operate on alternating current (ac) power. The service engineer checked ac power from the wall to ac cord and found that the device could only operate on battery power. The service engineer therefore replaced the defective power supply and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.